Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found, the device was returned and analyzed but no issue identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4). Concomitant product: 4092-58 implantable pacing lead, implanted: (B)(6) 2008; 4592-53 implantable pacing lead, implanted: (B)(6) 2008.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. No additional information was provided. Further review of the manufacturer¿s database indicated the patient died approximately seven months after device system was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.